Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Caller has an 8100 unit that will not pass rate calibration. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: during calibration, biomed would get a message saying the vpmr is out of tolerance and unit should be repaired. Recommend to replace the mechanism assembly. If that is does not correct it, then the logic board should be replaced. Biomed will conduct repair and call back if further assistance is needed.